Event description:
The clinician reports that the day the implant was placed in ada 6, failure occurred upon insertion. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports that the day the implant was placed in ada 6, failure occurred upon insertion. Patient presented with bone type iii. No product was returned to the manufacturer. There were no reported patient injuries or complications.